Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set tubing had disconnected at the luer lock connection. The customer's blood glucose level was 346 mg/dl. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.